Event description:
It was reported that the thumb valve separated while being used on a patient. There were no reports of continuous suction, therapy delay, harm, or injury resulting from this event.

Manufacturer narrative:
The complaint product was not returned for evaluation; however, the reporter provided photographic evidence. The photographs were insufficient to adequately assess the reported failure; therefore, the complaint could not be confirmed. A potential root cause associated with the reported failure mode may be insufficient adhesive in the valve assemblies. Production records were reviewed, and no process inconsistencies were identified. A review of complaint history identified 14 additional complaints involving the same part number with a similar failure mode within the previous 24 months. No additional trends were identified at this time; ongoing monitoring will continue for any emerging trends. The device history record for lot 4301102 was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product was defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 19 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that a sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that the thumb valve separated while being used on a patient. There were no reports of continuous suction, therapy delay, harm, or injury resulting from this event.